Event description:
The customer called to report a motor error alarm. The reported blood glucose reading was 385 mg/dl. Troubleshooting was performed. Found that the insulin pump alarmed no delivery prior to the motor error. Performed the displacement test and the insulin pump failed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.